Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use, as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified de novo right coronary artery (rca). The lesion was pre-dialted with a 2.5x8mm and 2.5x12mm balloon at 8 atmospheres (atm) and a 2.5x33mm xience xpedition was successfully implanted. Once the stent delivery system was removed a dissection was noted at the distal end. The dissection was treated with a 2.5x8mm drug eluting stent. No adverse patient sequela and no clinically significant delay reported in the procedure. No additional information was provided.